Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cortisol ii on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cortisol value of 8.21 nmol/l, which repeated as 323 nmol/l the cortisol reagent lot number was 561221 with an expiration date of aug-2022.

Manufacturer narrative:
The last lot calibration and the last calibration on (B)(6) 2022 for cortisol had signals that were within expectations. All control values were within specified ranges, including the day of the event. There was no indication of a reagent issue. Upon review of the alarm trace, sample foam detection alarms occurred on the day of the event. On previous days, there were many alarms related to sample quality, including sample foam detection, sample clot detection, and sample short alarms. The field service engineer changed a nozzle and pinch valves. The sample circuit was cleaned. Precision studies were performed and were ok. There was no indication of a precision issue. The investigation could not identify a product problem. The cause of the event could not be determined.